Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to an occlusion event on (B)(6) 2026. The occlusion occurred within three hours of infusion set insertion at the abdomen and was associated with suspended insulin delivery and delayed supply changes, which led to hyperglycemia. The infusion set was in use for less than 72 hours. The patient's blood glucose exceeded 500 mg/dl at the time of the event. The issue was resolved by changing the soft cannula infusion set and resuming insulin delivery. No further information available.